Event description:
A pediatric pt was found deceased with the vpap machine still operating. The reported cause of death is aspiration.

Manufacturer narrative:
There is no allegation the death was related to a device malfunction. The preliminary evaluation of the returned vpap iii st-a determined there was no fault with the unit. External and internal inspection revealed no signs of damage or degradation.